Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to t wave oversensing, technical services (ts) was consulted, discussed that it was t wave oversensing at elevated heart rates. Ts recommended evaluating at elevated heart and consider reference template storage and other reprogramming options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to t wave oversensing, technical services (ts) was consulted, discussed that it was t wave oversensing at elevated heart rates. Ts recommended evaluating at elevated heart and consider reference template storage and other reprogramming options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received; treadmill testing was performed. Myopotential and oversensing of wide complex was noticed. Technical services (ts) discussed possible reprogramming options. No adverse patient effects were reported.